Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) : the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.

Event description:
It was reported that, even after multiple attempts, the right ventricular lead helix would not extend. The lead was not implanted, rather another lead was implanted. No patient complications have been reported as a result of this event.